Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. There were no patient consequences reported. The patient was discharged post-procedure.